Event description:
The patient contacted animas on (B)(6) 2012 alleging the loaner pump was constantly rebooting. The patient denies any visible damage to the pump. The patient reported trying three different new batteries in the pump, but the alleged power issue persisted. There was no reported adverse event associated with this complaint. This complaint is being reported because the power issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows rebooting occurred. On (B)(6) 2012 the rebooting is preceded by an unconfirmed empty cartridge alarm. The voltage in the black box is low. The total daily history dates begin with (B)(6) 2012 and are congruent. Visual inspection revealed no damage to the battery compartment or battery cap. The pump powers on normally with no alarms, and does not draw excessive current. A 'replace battery' alarm was induced during testing and the pump gave the appropriate audio-visual alerts. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and there was no damage found to the power circuit. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.